Event description:
It was reported that a patient implanted with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. In-clinic troubleshooting did not resolve the issues, which led to a surgical intervention. During procedure, air in pump and balloon fluid loss were noted; the source of the fluid leak was not identified. The entire aus was removed and replaced. No additional patient complications were reported and the patient is expected to recover.

Manufacturer narrative:
The implant date, lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.